Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was met as the stent delivery system was advanced. The vessel was a left anterior descending graft, which is off-labeled use. Advancement of the stent delivery system continued, which is contrary to instructions for use. During inflation above "rbp", which is contrary to instructions for use, inflation difficulties were noted. The attempt to remove the delivery system was met with resistance. Greater force was applied to remove the delivery system, however the stent separated at the aorta-graft anastomosis. Attempts to retrieve the stent were unsuccessful. The stent was then ballooned to the wall of the graft and another stent was placed to complete the procedure. Reportedly the patient tolerated the procedures well and the results were fine.